Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.lens remains implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye on (B)(6) 2012. The patient has reported cataracts have developed in both eyes. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported a cataract development following icl implantation one year ago. According to the report, from the facility, " trace opacity" were observed before icl implantation. The cataract was not progressed to the point that surgery was required and patient was advised to consider only refractive procedure (lasik) for va improvement. Per dfu:" the safety and effectiveness of the visian icl for the correction of moderate to high myopia has not been established in patients with: j) progressive sight-threatening disease other than myopia." Therefore, the reported cataract was caused by patient related factor (pre-existing condition). Conclusions: based on the complaint history, work order search and the medical review, the cause of the event was a patient related factor (pre-existing condition). (B)(4).

Event description:
Additional information received - the facility reported the patient had trace opacity in both eyes prior to the implant of the icl lenses . At the last visit on 08/09/2013, the patient complained of dry eyes. The reporter stated the surgeon did not feel the cataracts had progressed to the point where the lenses needed to be explanted. The surgeon has recommended the patient have lasik to tweak her vision.